Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument did not have enough strength to grip. As a result, the needle fell inside the patient's anatomy but was retrieved during the same procedure which was completed with a backup instrument.

Manufacturer narrative:
The large needle driver instrument was requested for return, but it has not been received for failure analysis investigation.